Event description:
(B) (4) - peripheral cutting balloon registry. In (B) (6) 2006, a concentric, denovo lesion was identified in an artery distal below the knee. The target vessel was mildly tortuous with mild calcification and had a reference diameter was 2.0mm. The target lesion length was 20mm and was 100% stenosed. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure is not provided. Target lesion post-procedure stenosis was 0%. During follow up completed in (B) (6) 2007 the subject was found to be alive with "stade iii" peripheral artery disease. The target lesion had occluded and in (B) (6) 2007, surgery had been performed. Prior follow up performed in (B) (6) 2006 had found the target lesion site to be patent. No additional intervention had been performed since discharge and no adverse events reported, no additional follow up information is provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."